Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results of 156 and 70 mg/dl. The expected fasting blood glucose test result range is 90 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call on (B)(6) 2019, a blood test was performed by the customer and produced test results of 103 and 133 mg/dl fasting using true track meter. The test strip lot manufacturer's expiration date is 12/21/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(6). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results of 156 and 70mg/dl. The expected fasting blood glucose test result range is 90mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call on 01/21/2019, a blood test was performed by the customer and produced test results of 103 and 133mg/dl fasting using true track meter. The test strip lot manufacturer's expiration date is 12/21/2020 and open vial date is 1/19/2019. The meter memory was reviewed for previous test result history: result 1:156mg/dl, date:(B)(6) 2018, time:905am, fasting; result 2:70mg/dl, date:(B)(6) 2019, time:902am, fasting; result 3:109mg/dl, date:(B)(6) 2019, time:901am, fasting; result 4:118mg/dl, date:(B)(6) 2019, time:859am, fasting; result 5:126mg/dl, date:(B)(6) 2019, time:105am, fasting.